Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail balloon ruptured at 20 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the distal right coronary artery. The lesion was predilated with a maverick2 (2.0/20mm) balloon for placement of an express2 (3.5/16mm) stent. The quantum maverick monorail balloon was removed and replaced with a kongo (2.5/15mm) balloon to successfully complete to procedure. No pt injuries or complications were reported. Pt status is reported as "good."